Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) evaluation was performed the by the customer. The last sampling date was (B)(6) 2021. There was no patient infection. The sampling was routine. The scope was precleaned with aniosyme x3 detergent. The scope was not manually cleaned. Soluscope 3 was used as the automatic endoscope reprocessor (aer), along with soluscope cln detergent and soluscope paa disinfectant. The scope was stored in the hysis as 300 after treatment. Scope maintenance was provided by olympus. The subject device has been received and is currently in the evaluation process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported by the customer, the evis exera iii colonovideoscope tested positive in all channels for two (2) colony forming units (cfu) of pseudomonas aeruginosa. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information from the device evaluation, third party testing, and based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The third-party testing facility confirmed the positive culture as follows: result of culture test by the user was the following. All chs: 2cfu/endoscope pseudomonas aeruginosa. Result of culture test by sbc after reprocessing in accordance with IFU was the following. All chs: 2cfu/endoscope bacteria gram positive, staphylococcus coagulase negative a device evaluation was also performed finding additional issues with the device, none of which were reportable. Based on the results of the investigation, the event was unlikely related to the device. As mentioned in above, the detected microorganism from the user and sbc were different. In both results, the detected microorganism was lower than the standard value. This information is addressed in the instructions for use (IFU): "reprocessing manual ¿ warning - an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. " olympus will continue to monitor the field performance of this device.